Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on 15mar2019 hsc reported run of ventricular tachycardia (vt). The patients amiodarone increased to 400 daily. On (B)(6) 2019 an echocardiogram performed and no speed change at this time. Suspecting suction events causing vt. The patient was discharged home on (B)(6) 2019 and on (B)(6) 2019 seen at wound clinic and has been weaning amiodarone . Additional information has been requested but not yet received.

Manufacturer narrative:
Manufactures investigation conclusion: a specific cause for the reported cardiac arrhythmia cannot be conclusively determined through this investigation. On (B)(6) 2019 the patient reportedly experienced a run of ventricular tachycardia, which resulted in their amiodarone dosage being increased to 400mg daily. On (B)(6) 2019 an echocardiogram was performed, and the pump¿s fixed speed was not changed. The center was unsure of the relationship that existed, if any, between the ventricular tachycardia and suction events. The patient was ultimately discharged home on (B)(6) 2019. On (B)(6) 2019 the patient was seen in the wound clinic and was being weaned off amiodarone. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Additional information was requested from the account; however, none was provided. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.